Event description:
It was reported that the patient is experiencing increase in seizure. The caregiver thinks that it may be due to battery depletion. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received. The patients vns was replaced due to prophylactic reason. The explanted device has not been returned to the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
H1 type of reportable event: should be serious injury rather than malfunction as intervention was taken as reported in supplemental 1. B2 outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices) should have been selected for supplemental 1. G3 date received by manufacturer for supp 2 was incorrect. 10/02/2025 was used instead of 10/01/2025.

Event description:
Additional information received. Product analysis was completed and reviewed. The generator function as intended. No other relevant information has been received to date.

Manufacturer narrative:
H3: code 02 utilized as product analysis of suspect product in under way.

Event description:
Additional information received. The device has been received by the manufacturer. Product analysis is underway but has not been completed to date. No other relevant information has been received to date.